Event description:
It was reported that a tsb35 was used during a laparoscopic hysterectomy. It was reported by the affiliate that the surgeon reported that on two occasions during the case, the stapler would not fire after closing the instrument. A new cartridge was inserted and the instrument performed correctly each time. The surgeon did not close the firing trigger, before actually requiring to use it, on those two occasions in this case. The case was completed using this same device. There was no consequence to the pt.